Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and unexpected battery power loss on the insulin pump. Customer's blood glucose level was unknown. Customer advised they inserted a new battery and will follow up at a later time. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.